Event description:
Dealer said the pacm6 is causing the motion system to go into slow down and drive lockout. I have new heard of this. He said he call motion and they said there is a comparability problem with the pacm6 and motion system.